Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display shows partial led's when turned on. No patient impact was reported. Additional information received from the customer is as follows: "I did not report a problem with the leds. I reported a problem with the power up cycle and the fact that it drains batteries even powered down."